Event description:
The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During load set test the insert slide clamp alarm was identified; visual inspection identified solution spills on the safety clamp sensor. To correct the condition, the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. The device was visually inspected and functionally tested. During load set test, the insert slide clamp alarm was identified; visual inspection identified solution spills on the safety clamp sensor, rendering it damaged. To correct the condition, the safety slide clamp assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.